Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history. This ipg serial number was included in a field advisory.

Event description:
It was reported the patient experienced ineffective stimulation. The patient failed to charge/use the ipg as recommended. The ipg deemed inoperable. As a result the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored.